Manufacturer narrative:
The country of origin is (B)(6). The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number (B)(4). The meter result was 7.1 inr and then within 30 minutes the meter result was 1.2 inr. It was noted that 'the first measurement, the sample seemed to have been diluted and extended for some reason, but the cause was not clear.' The patients therapeutic range was not provided.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a reference meter and a high level control. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.8 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.